Event description:
It was reported that the patient was experiencing frequent and extended ipg charging issue. The patient underwent a replacement procedure, and was doing great postoperatively. The explanted ipg was discarded by medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over the past couple of months.